Event description:
Physician reported unknown side "little defect, shell was compromised, knick or bubble of gel implant" and "shell of implant appeared to have a scratch or tear in it". Patient contact with device occurred. Device was not implanted. The surgery was completed with a back up device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ broken device-made contact with patient: not observed. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was not implanted).

Event description:
Physician reported unknown side "little defect, shell was compromised, knick or bubble of gel implant" and "shell of implant appeared to have a scratch or tear in it". Patient contact with device occurred. Device was not implanted. The surgery was completed with a back up device.